Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found water leakage from the switch box unit, the distal end cover had low insulation, the bending section rubber was porous, the connecting tube insulation was too low, the grip unit was discolored, the biopsy port was damaged, the paint on the air/water nut was peeling, the paint on the suction cylinder nut was peeling, the universal cord showed chemical damage, the plug unit housing was damaged, the up/down and left/right knobs had play and were out of standard, and the air/water channel was clogged and caused low air/water flow. Scratches were found on the charged coupled device cover lens, and the stiffness control ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had leakage that was detected by the reprocessing machine. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The customer was unaware of the foreign material and since a leak was detected reprocessing was not completed. It was confirmed that the user follows the reprocessing steps mentioned in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.